Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl. The customer treated with food. The customer's current blood glucose was 105 mg/dl. The customer also reported high reading of 600 mg/dl. The customer treated with manual shot. The customer reported symptoms of acid reflux. The customer stated that the pump was not worn during a medical procedure or MRI. Troubleshooting was performed. The customer did not report any air bubbles. The customer reported insulin flow blocked alarm. The product was not returned for analysis.